Event description:
I finally tested negative to covid a week and a half ago. I regularly do testing now if I go out or see people. I had a test come back extremely positive so I did a further 2 tests and they were both negative. I feel absolutely fine. I do not have covid but I got a very strong false positive result. It was a faulty test. FDA safety report ID # (B)(4).